Event description:
The reporter stated that the surgeon was inserting a three piece collamer lens model cq2015 without any damage to the lens however, there was a tear in the pt's capsule. The surgeon tore the lens during removal from the eye. He performed a vitrectomy and a different power lens was inserted. The surgeon didn't think the lens caused the capsule tear.

Manufacturer narrative:
Result - a lens serial work order search was performed for similar complaints and no similar complaints were found. The lens was received and a visual inspection shows a small in the optic of the lens and a haptic is bent. There is clear surgical residue on the lens. Both sides of the optic and haptics were checked for rough/sharp edges and the edges were found to be acceptable.